Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus works intermittently. It was also noted that power cord bay door was broken, the hinge plate was missing screws, the sliding keyboard cover was missing and the keyboard hinges were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive and reloaded software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus either stops working completely or works intermittently. The programmer was returned for service. There was no patient involvement.